Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a high blood glucose event at school after a missed breakfast announcement and eating lunch while still elevated, with alerts for values above 300 mg/dl for over 90 minutes and hyperglycemia lasting about two hours; the caregiver planned a site change and encouraged fluids to address a potential infusion issue. Symptoms included no reported clinical effects such as dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no need for medical intervention, no hospitalization, and no assistance beyond routine support. Investigation included user troubleshooting and education covering meal announcements, missed meal announcement workflow, and high glucose management. Investigation of this case revealed user-related factors, specifically a missed meal announcement and continued eating during hyperglycemia, with possible infusion site occlusion considered and addressed by a planned site change. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with meal announcement timing, with potential but unconfirmed infusion site issue mitigated by site change and hydration.